Event description:
Customer reported to beckman coulter, inc (bec) that coulter lh 500 hematology analyzer had a liquid leak on the top of the rocker bed. Customer reported that the needle bellows was not draining. Customer reported that the volume of the leak was about 10 ml. Customer reported that the liquid was contained to the top of the rocker bed. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the drain line to the bottom of the needle cartridge had folded over the end of the drain fitting, restricting the bellows draining. The fse cut back the tubing and refitted the line to the bellows drain fitting to resolve the leak.

Manufacturer narrative:
(B)(4).